Event description:
Reporter indicated a patient had increased seizure severity prior to the patient having prophylactic vns generator replacement on (B)(6) 2012. The reporter attributed the increased seizure severity to either the patient staying up to late or the vns generator nearing end of service. An implant card received to the manufacturer indicated diagnostics with the resident vns lead and new vns generator were within normal limits. Manufacturer follow up with the treating neurologist revealed the neurologist was unaware of the increased seizure severity as reported by the reporter, and could not comment on this. In addition, the patient has not been seen since the vns generator replacement surgery occurred. The neurologist did state the vns was working properly prior to the surgery, but that it may have been nearing end of service. Attempts for return of the explanted generator have been unsuccessful to date.

Manufacturer narrative:
The operator of the device was inadvertently listed as the health professional on the initial MDR report. The operator of the device is the patient. The initial MDR report inadvertently omitted the 30-day designation.

Event description:
Paperwork included with the returned vns generator indicated the generator was not at end of service (eos = no).

Event description:
Analysis of the generator revealed no anomalies. The device performed according to functional specifications.analysis of the generator in the product analysis lab concluded that no abnormal performance or any other type of adverse condition was found.

Manufacturer narrative:
Information regarding the paperwork included with the returned generator was inadvertently omitted from follow-up report #2.

Event description:
The explanted vns generator has been returned and is pending analysis.